Manufacturer narrative:
A review of tickets was performed for reagent lot number 82628un18. The search found no other tickets or trends for the complaint issue. Return testing was not completed as returns were not available. Per the text of the ticket, a precision study was performed with 10 creatinine replicates and was found to be acceptable. The alinity ci-series system operations manual provides adequate instructions for maintenance of and cleaning the water bath and cuvettes. Based on the investigation no product deficiency was identified for the alinity c creatinine reagent, lot 82628un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on one patient generated on the alinity c analyzer. The results provided were: on (B)(6) 2019:sid (B)(6) initial = 1.04mg/dl / repeated on sid (B)(6) on (B)(6) 2019 = 2.00 / repeated on (B)(6) 2019 = 1.35mg/dl. There was no reported impact to patient management.